Event description:
It was reported that in 2007, the patient complained about a poor hearing quality. The patient's speech processor was exchanged the same day, which seemed to resolve the problem for the moment. Later that day, the patient's system stopped working completely. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.